Event description:
A patient/layperson alleged that his one touch ultralink meter result was inaccurately elevated resulting in hypoglycemia after injecting insulin based upon the result. The customer care advocate (cca) replaced the meter and test strips after the patient's call in 2009. This senior medical surveillance specialist spoke with the patient on 03/24/2009 to verify and obtain additional information. The patient reported the following: a week prior to original date, the patient's doctor gave him the ultralink. The next day, the patient obtained 247 mg/dl after eating. Based upon that result and presumably his carbohydrate consumption, the patient bolused an unrecalled amount of insulin through his pump. The patient does not believe he cleaned the puncture site and cannot recall if it was his finger or forearm. Reportedly, he felt "ok". One hour later (around 11 am), feeling "off balance and lousy", the patient came inside the house and tested on his non-lifescan meter, results 77 and 44 mg/dl. He did not test on the ultralink meter. Based on the results and his symptoms, the patient ate fruit. The cca was unable to resolve the alleged issue. Because the patient alleged that he "should not have gone low after a 247", and reportedly self treated with food after obtaining 77 and 44 on another meter, the complaint is classified.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.